Event description:
During the surgical procedure, it was found that the lv and the ra lead were pulled back all the way into the pocket. The rv was found disconnected from the ICD. All three leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead was explanted due to perforation of the myocardium.

Manufacturer narrative:
A lead tip stiffness test was performed. The lead was found to be within specifications.